Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The display went blank immediately after insulin pump was exposed to moisture. The patient¿s blood glucose during the incident was 105 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.